Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. As per instructions for use (IFU) outlines proper surgical procedure in attaching sewing ring. A sewing ring attaches to the myocardium and allows for pump orientation adjustments intraoperative. It outlines to position the sewing ring to permit access to its screw after cannulation and ensure that the pump housing is flush with the sewing ring housing. It outlines to tighten sewing ring's screw around the pump inflow conduit using the wrench to tighten the screw until an audible "click" is heard. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from site that during pump exchange via thoracotomy, surgeon attached sewing ring wrench onto sewing ring pin. It was said that the surgeon experienced a "great degree of difficulty in unscrewing the sewing ring pin and upon removal of the pin, it was discovered that a piece of the pin had broken off and remained in the thread of the sewing ring." "There was only one thread left on the sewing ring pin attached to the wrench." The surgeons was able to "de-thread the remaining piece of the sewing ring pin left." When the new hvad pump was inserted and a new sewing ring pin from the implant kit was inserted, the surgeons again, "experienced a great degree of difficulty in tightening the pin." There was an unusual "squeaky" noise heard upon attempts to further tighten the pin. At this point, the surgeon did not feel comfortable using the new pin as he did not want to further damage the threading of the sewing ring/pin. He elected to have the implant accessories kit opened to access a new sewing ring pin. New sewing ring pin was screwed in without issue. This issue was said to "prolong the cardiopulmonary bypass time." No additional information provided. Investigation is ongoing.

Manufacturer narrative:
The sewing ring along with its accessories were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated hvad components, sewing ring and screw inflow clamp, met all requirements for release. The reported event could not be confirmed since the components were not returned and there is no evidence or supporting data provided. However, an internal investigation has been opened to evaluate these type of issues. There is no evidence to suggest that a component malfunction caused or contributed to the reported event. Therefore the exact root cause of the reported issue could not be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.